Manufacturer narrative:
(B)(4). Visual examination of the complaint device revealed the device did not have visual defects. It was noted that several quantity of dry contrast was found inside the balloon functional evaluation could not be performed due to the balloon lumen was occluded and it was not possible to unblock it. Microscopic inspection was made and the balloon was visually inspected in high magnification and a pinhole was noted in the proximal section over the ro marker. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure.. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, the balloon could not be inflated due to a leak. The procedure was completed with another hurricane rx balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.